Manufacturer narrative:
It was reported the product was reading high when compared to the manual blood pressure taken by the nurse. According to the customer, the mds1001 reading was 177/90 compared to the nurse's reading of 138/80 when using the manual blood pressure device. No injury, medical intervention, serious injury, or follow-up care has been reported.

Event description:
It was reported that the product was reading high when compared to the manual blood pressure taken by a nurse.